Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet.

Event description:
It was reported a thrombosis was noted. The procedure was cancelled. During a watchman procedure indicated for bleeds, a versacross connect laac kit was selected for use. Baseline transesophageal echocardiogram (tee) was performed prior to getting access and there was no thrombus visualized in left atrial appendage (laa) or in right atrium. The versacross connect rf pigtail wire was advanced to the superior vena cava (svc) and the trusteer sheath was advanced to the right atrium. When the physician pulled the wire and sheath down to prepare for transeptal, a large thrombus was visualized which dislodged. All devices were removed. The pulmonary arteries were assessed and the clot was visualized in the right pulmonary artery. The patient remained hemodynamically stable. The physician decided to medically manage rather than removing the clot because the patient has a pfo. In the physician opinion, the patient recently had a pacemaker put in (B)(6) 2025 and the physician thinks the patient had a thrombus on the pacemaker lead in the svc which is why it was not visualized on tee. The patient is doing well. The device is not expected to be returned for analysis (disposed). The patient was fully heparinized prior. This all occurred prior to the transseptal. The doctor wanted to medically managed because the patient had a pfo. They intended on doing a t-pa treatment. Followed up with doctor a week later and said the patient was doing fine.